Manufacturer narrative:
Qn#(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. Pictures were shared by the account. The hub was separated from the cannula. The shaft which is intact to the hub was observed to be severely deformed. The distal cannula was separated into two pieces with the shaft severely damaged. Unit was manufactured by (B)(4). A device history record review was done and no nonconformances were noted. All processes steps were followed correctly. Case details were reviewed. A patient underwent a bone marrow procedure. The needle broke off at the hub. Hemostats were used to retrieve from the iliac. The shaft broke again. No unit was returned for evaluation. Pictures were provided by the customer. The cannula hub was separated. Shaft was severely damaged and separated. Per IFU states the following - per step 5, locate insertion site with needle set on the periosteum. Note depth marking. Squeeze trigger to penetrate cortex to medullary space. Do not apply excessive force to driver/needle set. Additional information was requested. A response was received. The bone was suspected to be sclerotic but unknown. Cannula broke off at the level of the depth gauge. The cannula was sticking out of the patient. Hemostats were used to remove the piece which broke again. Further surgery was employed to remove the remaining piece. The left-over piece was removed without any issues. Patient condition is fine. Account stated that the unit was used per IFU. It is likely that the damages occurred during use in the procedure based on the extent of damages observed on the hub shaft and cannula shaft. The cannula shaft crimp is likely due to the device retrieval. When stuck in the bone. Based on the information, the most likely root cause is operational context and/or unintended use error.

Event description:
It was reported that: during bone marrow procedure, the access needle broke off at the hub. After the device broke off at the hub a hemostat was used to try to remove the needle that was in iliac. Needle broke again mid shaft under the skin. Patient was sent to surgery to remove the remainder of the needle. Additional information on 13feb2023: during a bone marrow procedure on the (B)(6) 2023 the cannula broke off at the level of the depth gauge. At that point the cannula was sticking out of patient. The physician attempted to remove the cannula that was stuck in bone with a hemostat. The cannula broke again leaving the rest in the body. The patient was then sent to surgery where they successfully removed the cannula in its entirety. The patient was reported as fine post the incident.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review histoprical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during bone marrow procedure, the access needle broke off at the hub. After the device broke off at the hub a hemostat was used to try to remove the needle that was in iliac. Needle broke again mid shaft under the skin. Patient was sent to surgery to remove the remainder of the needle. Additional information on 13feb2023: during a bone marrow procedure on the (B)(6) 2023 the cannula broke off at the level of the depth gauge. At that point the cannula was sticking out of patient. The physician attempted to remove the cannula that was stuck in bone with a hemostat. The cannula broke again leaving the rest in the body. The patient was then sent to surgery where they successfully removed the cannula in its entirety. The patient was reported as fine post the incident.